Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in loose fixture. Subsequently, the implant and abutment was explanted on (B)(6) 2023. The patient will be re-implanted with another cochlear device once the site has healed.